Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flowpath thermistor needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a device's outlet flowpath thermistor and oxygen blending module board were replaced to address alarm conditions observed in the device's downloaded event log. During further evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board, tubing kit and system board were replaced to address the issues.